Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the arrhythmia started as a supraventricular tachycardia. The device zone programming was changed. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device delivered unnecessary therapy which induced an arrhythmia. This led to therapy exhaustion and non-conversion of the arrhythmia. The device was reprogrammed. This product remains in service. No adverse patient effects were reported.